Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Examination of the device found that the liner expanded, and the tip opened, the liner was bunched at the distal end, the liner was partially and fully delaminated. Due to the nature of the complaint (liner delaminated) no functional or dimensional testing was required. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for liner delamination has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (withdrawal of an altered balloon profile, device manipulation) likely contributed to the event as provided information indicated that "during the removal of the devices, a lot of force was to be applied when the tip of the delivery system reach out the distal tip of the esheath", additionally the balloon was torn at the location where the liner was bunched (towards the hub) at the distal end. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards affiliates in germany, during a transcatheter pulmonic valve replacement (tpvr), significant resistance was encountered during device removal when the tip of the delivery system reached the distal end of the esheath. As it was not possible to withdraw the delivery system through the esheath, the decision was made to remove both components as a single unit. The patient sustained no injury and was reported to be in good condition following the procedure. Preliminary evaluation of the returned device revealed that the liner was fully delaminated 2cm in length from the distal tip.

Manufacturer narrative:
The investigation is ongoing.